Manufacturer narrative:
Product ID: mc1vr01. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID: mc1vr01-delsys. The full delivery system was returned with the device intact in the sheath. The shaft is kink/buckled at 4.9 cm from the distal end of the delivery system. There is blood in the sheath. There is blood on the shaft located at the distal end on the stability member. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) system the physician had a difficult time crossing the tricuspid valve due to the patient's anatomy. Once the device was in the right ventricle the physician believes the ipg was stuck under a moderator band or some sort of tissue which kept forcing the device into an apical position. The thresholds were high and the device was unable to capture which yielded a pacing problem. While attempting to recapture the device, the physician noted a perforation had occurred and performed an emergency pericardiocentesis to address the effusion. An alternate leadless ipg was implanted. No further patient complications have been reported as a result of this event.